Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope would flip up to down, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and reported failure was confirmed. Failure analysis found the primary failure of attached endoscope adapter (aea) damaged/friction issue, cable integrity (visual damage) zone a, discoloration of housing, and endoscope bearing friction issue. The complaint regarding endoscope motion issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope would flip up to down, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and failure analysis investigation replicated and confirmed the reported complaint, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope flipped up to down and would not stay in place. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a robotic umbilical hernia repair surgical procedure. A 30-degree endoscope was installed at the time of the event. The 30-degree endoscope was flipping and would not stay in either up or down position. There was damage observed on the endoscope¿s adapter/base. The vision issue did not result in patient injury. A backup endoscope was used to complete the procedure.